Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2016) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and eight days post a port placement via the left subclavian vein, the blood was allegedly not easily returned on initial access. It was further reported that the patient had allegedly developed with left arm swelling. Furthermore, the patient was allegedly diagnosed with left upper extremity venous thrombosis under ultrasound imaging. Reportedly, the patient underwent left subclavian port removal for left subclavian thrombosis. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Medical records alleged that the patient underwent left subclavian port-a-cath placement procedure for lymphoma. Placement procedure was completed, and appropriate catheter tip position was confirmed with fluoroscopy. The port was accessed and found to have good blood return. Approximately two months eight days later a venogram of central venous line was performed which showed blood was not easily returned on initial access. Under digital subtraction angiography contrast was injected through the port. This demonstrated port-a-cath to be short, terminating in the innominate vein. There was no evidence of significant fibrin sheath along its tip and there was no reflux of contrast along the catheter itself. There was no leakage of contrast at the hub. The port was flushed with normal saline and hep locked. Approximately after fifteen days pet/CT skull/thigh study was performed which showed left port line, tip approximating the left brachiocephalic vein. Approximately one-month nine days later ultrasound of left upper extremity venous system was performed for left arm edema. The study showed left upper extremity venous thrombosis. Approximately after six days post ultrasound patient underwent left subclavian port-a-cath removal procedure for left subclavian thrombosis. Port and catheter were removed easily. Therefore, the investigation is confirmed for the reported suction issue. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and eight days post a port placement via the left subclavian vein, the blood was allegedly not easily returned on initial access. It was further reported that the patient had allegedly developed with left arm swelling. Furthermore, the patient was allegedly diagnosed with left upper extremity venous thrombosis under ultrasound imaging. Reportedly, the patient underwent left subclavian port removal for left subclavian thrombosis. The current status of the patient is unknown.